Event description:
During an arthroscopic anterior cruciate ligament (acl) reconstruction of the left knee, the nitinol guidewire broke into 2 pieces in the knee joint. All pieces were recovered under fluoroscopy intra operatively.